Event description:
The pt was unable to charge her neurostimulator. It was not clear whether the battery was well charged or low at the time of the event. It was indicated that the stimulator worked one day and that the next day it could not be recharged or communicated with. A company rep was able to resurrect the implantable neurostimulator using standard procedure. The implantable neurostimulator confirmed that it had been over discharged and potentially damaged. The pt recovered without sequela.

Manufacturer narrative:
(B) (4)